Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the transmitter died after the first day of use. No medical intervention was reported. Additional event or patient information is not available.